Event description:
The customer called and reported his blood glucose was 40 mg/dl, he received a low reservoir alarm and was having trouble rewinding the insulin pump. Customer stated he treated for low blood glucose and that the cause for it was that he did not get a chance to eat. Customer was assisted with clearing the alarm and was able to rewind the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.